Event description:
It was reported that pump experienced repeated malfunction alarms with malfunction code 12 and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if needed. Technical support provided instructions for complete pump reset, arranged shipment of in-warranty replacement pump.